Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, indicating a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The caller did not complete the necessary steps to remove air from the cartridge, so technical support provided guidance on proper air removal, which the caller acknowledged. The caller chose to continue using the current cartridge and would follow up if necessary.